Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not suspend insulin therapy. Customer's blood glucose (bg) ranged from 76-105 mg/dl. Customer disconnected from pump and consumed juice to address bg. Customer declined tandem technical support's investigation of the pump.